Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the endovascular aortic repair procedure being performed when the issue occurred. The procedure was completed by repositioning the patient on the table. No harm was reported to philips. It was reported to philips that the patient and the mattress were slipped off from the table. During troubleshooting, the philips field service engineer (fse) discovered that the customer was using safety leg straps from a third party and was not utilizing the bariatric patient support board for the morbidly obese patient. To resolve the issue, the fse has instructed the customer on strap placement and ordered additional straps, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the patient and mattress slipped off of the table. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.